Event description:
It was reported the device failed accuracy +7.5% during testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: d5: unknown. E4: unknown. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found the device was intact. Review of the event log found no evidence of the reported problem. Upon function testing, the reported problem could not be duplicated. The root cause is unknown. No additional action was taken as the device operated as intended. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.